Manufacturer narrative:
The technician found the casters were worn. The casters were replaced to repair the stretcher.

Event description:
Information received indicates the caster swivel lock is only locking intermittently when the brake is set.